Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the ostium of the proximal portion of the rca, the maverick otw balloon lost pressure at 6 atm's after an unsuccessful attempt to insert it across the lesion. Much resistance was met upon insertion of the maverick otw balloon into the lesion. The patient was asymptomatic during this event. A choice pt .014" guidewire and a 7f medtronic zuma 2 guide catheter were also used in this case, but the types and sizes of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.